Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees0397 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported: "we have had a piece of a guidewire that broke off in a patient" "x-ray showed an object in the chest. Ir removed it on (B)(6) 2020. Upon removal, the object appears to be the stylet of PICC line inserted on (B)(6) 2020. "